Manufacturer narrative:
Correction: d1, d4. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion pressure failure" was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. Additionally for the reported issue of "speaker broken" it was found that the speaker volume was set to low so the evaluator set it to high. The speaker functioned as intended. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issues were not verified. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion pressure testing and had a broken speaker during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.